Event description:
Device #1 malfunction: balloon rupture. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during pre-dilatation of the mildly tortuous common bile duct, the 8x60 foxcross balloon was inflated by hand and ruptured. A second 6x40 foxcross balloon was introduced into the anatomy and also ruptured during inflation. No inflation device was used during inflation of either balloon and the inflation pressures are unk. Dilatation was successfully completed using a third foxcross balloon. There was no adverse pt effect. Though requested, no add'l info has been provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #2 - foxcross dilatation catheter; part# 10306-40, lot# 607468, is being filed under a separate medwatch report. The device is expected to be returned for eval. It has not yet been rec'd. A follow-up report will be submitted with all add'l relevant info.